Event description:
Rptr had back operation called-extensive discectomy at l4-5 and l5-s1 and foramenotomy of the l5 root and facet joint and fusion at both levels and corticocalcaneous iliac bone graft. A spinal rod fixation used. Problems she has been having with her lower back are severe pain, at times so bad she can't get any sleep, weakness in right leg (it gives out when she is tired, the lower back when standing or walking. Tenderness to touch at the sight of incision.